Manufacturer narrative:
02-feb-2026 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Round brush bit has broken away from the brush head... The bit flew off into my mouth- oral b power care [device breakage] . Product counterfeit- oral b [product counterfeit] . Case narrative: consumer via email stated that while cleaning teeth the round brush bit broken away from the brush head, and the bit flew off into consumer's mouth. No injury was reported. Follow up: 02-feb-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Round brush bit has broken away from the brush head... The bit flew off into my mouth- oral b power care [device breakage] case narrative: consumer via email stated that while cleaning teeth the round brush bit broken away from the brush head, and the bit flew off into consumer's mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.